Event description:
During a ercp, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. The device was advanced through the endoscope and put into position. Once in place, a portion of the cutting wire detached from the device. The detached portion was removed with alligator forceps. The pt was reported to be in good condition.